Event description:
It was reported that a staff member experienced a shoulder injury from steering stretcher around tight corners to transport patients to operating room (or). The staff member sought medical attention through their doctor and/or physiotherapist. Further information was not provided.